Manufacturer narrative:
The suspect relay was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the x-ray relay went bad either on an out of box failure or the x-ray relay control board was not functioning correctly when the first relay went bad. Replaced relay control pcb. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that doppler board on the x-ray relay was not turning on for the imaging system. He reported that this does not happen all the time. When turning the imaging system on/off, the x-ray status symbol scrolls. There was no patient present when this issue was identified.